Manufacturer narrative:
The evaluation has been completed by permobil-(B)(6) with the finding of the mf6s 8x75 bolt having fractured due to excessive stresses being applied over a period. The affected component was sent to a third party for metallurgy analysis, along with a new component for comparison. The report indicated shearing stresses were applied from outside to inside, with no noted deviations in the material. Further evaluation of component shown the nut that secures the caster wheel on to the affected shaft was not sufficiently fastened at the time of last maintenance. As the caster had play (space) due to the loose nut, sheared forces exceeding the design values were applied on the bolt shaft leading to cracks and the inevitable fracture of the bolt. The report findings were supplied to both the end-user and the service provider. The DHR was reviewed and unit met specification at time of distribution.

Manufacturer narrative:
Photos supplied indicate the mf6s 8x 75 bolt that secures the caster wheel to the fork had broken. This allowed the caster to separate from the fork, causing the chair to dip down to the left. Reports are end-user was not wearing his positioning belt at the time of the incident which allowed the end-user to fall out of the seating to the ground. End-user reports not going to the hospital as he self-assessed and didn't feel the injuries were serious. The incident place was reported to be inside a park ((B)(6)) with the surface being rough ground. End-user reports traversing at approximately 3-4km per hour with the seating in a slight tilt for better positioning. End-user reported prior to the incident, he noticed that something was wrong with his caster when he began to drive his wheelchair in the morning of (B)(6). End-user reports having asked his helper to check the wheelchair, but the helper did not notice anything bad by the helper's visual inspection. Prior to (B)(6) 2017, end-user stated he did not have any issues with his device. The service provider had repaired the device with parts on hand so the end-user could remain mobile until a suitable loaner device could be provided. Device is currently in permobil-(B)(4) possession for evaluation to determine the possible cause of the failure. At the time of this report, the evaluation has not been completed. Upon completion, a follow-up report will be submitted.

Event description:
Received report that as end-user was traversing through a neighborhood park, the left front caster axel bolt was reported to have broken causing the caster wheel to become detached from the chair. Reports are when this occurred, the device to dipped down to the left causing the end-user to fall out of the seating to the ground. Reports are client received minor abrasions which did not require medical intervention.